Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor grinding noise noted during testing. No buzzing sound noted during back light press noted. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. Motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that when customer was training with new insulin pump, it began to make a grinding noise. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.